Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue as "the history would not show up on the meter to be able to view past results". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.